Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer: g24610, without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification 90519237 the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found the shaft of the device to be kinked at more than one location.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous shunt. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before inflated to nominal burst pressure (nbp). The procedure was completed with another of the same device. The patient was stable. It was further reported that 80% stenosed target lesion was located in the mild tortuous and severely mild artery. The balloon ruptured upon first inflation. The device was removed carefully and slowly from the patient.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous shunt. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before inflated to nominal burst pressure (nbp). The procedure was completed with another of the same device. The patient was stable.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.